Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered an embolic stroke. The patient's symptoms included paralysis of left upper extremity and lower extremity and right gaze deviation. On (B)(6) 2020, the patient's inr (international normalized ratio) was 1.3, and on (B)(6) 2020, it was 1.2. The inr goal was 2.0-3.0. On (B)(6) 2020, the patient's lactate dehydrogenase (ldh) was 263 with a baseline of 250. Anticoagulation was held. On (B)(6) 2020, a computed tomography angiography (cta) was done and showed distal l m1 occlusion. In the operating room on (B)(6) 2020, a right decompressive hemi craniectomy was done. The patient continued to have left sided hemiparesis. Hydralazine was increased and an angiotensin ii receptor blocker (arb) was added. The patient was continued on milrinone. At time of reported event, the patient was stable in the ICU (intensive care unit), following commands, and intubated. The patient was planned to be bridge with heparin and follow-up with neurology outpatient.